Manufacturer narrative:
Follow-up received on 08-sep-2016. Quality-safety evaluation of ptc. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a patch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis. A hysterectomy was performed. Pain in pelvis is listed in the reference safety information for essure. Pelvic, abdominal, groin, back pain of varying intensity and length of time may occur and persist following essure placement. Unsatisfactory device location including perforation, uterine embedment and expulsion may result in pain. In this particular case, no such circumstance was reported. Considering the nature of event, a causal relationship between pain in pelvis and essure cannot be excluded. Since intervention was required and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2009, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer experienced pain. The consumer experienced increase or heavy blood loss during menstruation, pain in leg, arm and fingers, lower back pain, neck pain, arthralgia, muscle spasms, tiredness, and menopause complaints. The time till start of complaints was reported as 1 month. She referred she had work-related problems and problems with daily tasks but did not specify one of the events. The consumer consulted gynecologist; as treatment she had osteopathy and scheduled the essure removal. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had increase or heavy blood loss during menstruation. She is scheduled for essure removal. This event is listed in the reference safety information for essure. After essure insertion, genital bleeding and menses pattern changes may occur. In the present case, the event started one month after essure insertion. Given the nature of this event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.